Manufacturer narrative:
(B)(4). Lens implanted. Evaluation, method : work order search. Results: a lens work order search was performed and one similar complaint was found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl 13.2 implantable collamer lens in his right eye (od) on (B)(6) 2012. The patient reported is experiencing white spots in vision. The icl remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Per medical review - the patient reported that he was experiencing some subjective visual disturbances ("white spots in vision"; "blurred vision") following icl implantation in 2012. Two dcr forms were received from the last follow-up ((B)(6) 2013) and according to them there were no issues with the icl and no secondary surgically intervention was performed. The patient prognosis was excellent and va was 20/20. The surgeon noted that the most likely cause of the reported event (intermittent cloudiness) was patient related factor (dry eye syndrome that was treated with artificial tears) and therefore not device related in origin. Dry eye syndrome is a very common condition that is characterized by disturbance of the tear film. This abnormality may result in disruption of the ocular surface causing variety of symptoms and blurred vision/intermittent cloudiness, often worsening at the end of the day or after focusing for a prolonged period, is just one of them. Based on the complaint history, work order search and the medical review, the most likely cause of the reported event (intermittent cloudiness) was patient related factor (dry eye syndrome that was treated with artificial tears) and therefore not device related in origin. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the facility was unable to confirm the patient report, the physician reported at the last post-op visit on (B)(6) 2013, the patient noted intermittent cloudiness and dryness. The patient had an excellent exam, the va was 20/20, anterior segment was stable, iop was stable, with an excellent outcome. The physician reported there were no issues with the icl.